Event description:
The pump was returned to the manufacturer for disposal as it had been explanted on (B)(6) 2014 due to infection. A new pump was not implanted as of the time of this report. It was stated that the patient recovered without sequelae. Drug delivered via the pump was baclofen.

Manufacturer narrative:
Product ID 8709, lot# j0058126r, implanted: 2001 (B)(6); product type catheter product ID 8575, lot# n111789, implanted: 2007 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported perioperative antibiotics had been administered. The date of onset/diagnosis of the infection was (B)(6) 2014. It was unknown to the health care provider (hcp) if the patient had meningitis. It was noted the date of the last pump refill had been (B)(6) 2014. Signs and symptoms of the infection included a fever, redness, swelling, drainage and pain. The primary location of the infection was the device pocket as well as the catheter track. A culture was obtained of the device pocket; the type of organism cultured was (B)(6). Risk factors that applied to the status of the patient prior to implantation of the device consisted of ¿malnutrition or extremely thin¿. Treatments instituted for infection included IV (intravenous) antibiotics and total device system explant. As previously reported the infection resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly.